Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the shocking was on the old ins that was replaced on (B)(6) 2020 and the new ins resolved the issue.